Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited signs suggesting premature battery depletion. The monitoring of the ICD was set to be done more frequently. The ICD remains in use. No patient complications have been reported as a result of this event.